Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 09/12/2014 with the following findings:during testing, the down arrow and ok keypad buttons were intermittently unresponsive. No damage was found to the keypad cover. The keypad cover was removed, and contamination was found under the down arrow and ok button contacts. Unrelated to the keypad issues, testing revealed the time and date reset to factory settings. The pump case was removed and evaluation revealed the internal clock battery on the circuit board had failed. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a keypad button response issue and contamination under keypad button contacts. This report is made based on results of investigation completed on 09/12/2014.